Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Supply changes were performed to address the issue and additional occlusion alarms occurred. The customer's blood glucose (bg) level was 284mg/dl. Supply changes were performed and a manual injection was administered to address the bg level. A system check was performed using the current supplies and the occlusion alarm was found to be within the cartridge. Reportedly, the customer wears their pump against their skin which may lead to abrupt temperature changes to the pump. After a supply change, the customer successfully deliveries a correction bolus with no issue.